Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component code, investigation conclusion,medical device ¿ problem code ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer did not report any other information other than the iabp was "broken." Upon inspection, I found fault log 53 multiple times. Fse replaced assy, fiber optic, rohs p/n: d997-00-1169. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. Parent record- (B)(6)

Event description:
It was reported that during use on the patient, cardiosave intra aortic balloon pump(iabp) was broken. There was no harm or injury reported.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.